Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The patient had a pocket revision due to skin erosion at the site where the pump was implanted. It was reported that the patient had lost weight and this may have caused the issue. The pump was moved to the right side and was implanted deeper. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.